Event description:
A duckbill snare acu-snare was used to remove a polyp during a colonoscopy/polypectomy procedure. A polyp was successfully removed. Information provided indicated the physician went back in with the snare to apply more cautery because the site was still bleeding. An approx. 6 mm. Segment of the distal tip of the snare wire broke off into the patient's colon. The segment of the snare wire was retreived with forceps.